Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no arcing noted, procedure was completed robotically, no adverse events, no collisions. Procedure was smooth. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and during visual inspection showed that the blades were discolored. A visual inspection was performed internal as well, which there was no damage found. The instrument moved with manual articulation with no issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument had burnt tips. There was no reported injury.